Event description:
It was reported that the device lost power while monitoring a patient. When the users turned the device back on, it went into test mode and the following power cycling attempts resulted in a blue screen, a lock up failure. The users retrieved a second defibrillator and provided the pt care. The pt did not require defibrillation therapy and the device use had no adverse effects. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the programmed system controller pcb and user interface pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.